Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/2.0/108 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to low vault was observed. Lens repositioning was performed, but it did not resolved the issue. On (B)(6) 2023, the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown. Reportedly, "the icl is always rotated to the same position, so the icl is replaced."

Manufacturer narrative:
A4-a6:unk; h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens optic torn and the haptic broken. Dimensional inspection unable to be performed due to damaged state of lens. Additional comments "unable to perform dimensional inspection due to damaged state of lens". Claim # (B)(4).